Manufacturer narrative:
The patient's age or dob at time of event and gender are unknown. This information was not available from the facility. Lab analysis confirmed an overflow lifting of material at the distal bond but remained intact to the device. (B)(4). The angiosculpt device was returned for evaluation. Visual examination confirmed an overflow lifting of material at the distal bond but remained intact to the device. The transition tubing was twisted and damaged. Based on the lab analysis, it is probable that the user applied some degree of force resulting in the damaged observed at the distal end of the device. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
At the completion of the procedure, the physician noticed lifting of material at the distal bond. This had no effect on the procedure.